Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that the pulse generator was retained by the hospital for use as an external temporary pacemaker. After being re-sterilized, interrogation found the device in back- up vvi operation. It appeared that the device went into power on reset on (B)(6) 2010.